Manufacturer narrative:
Testing and investigation found that the device delivered more than expected. This was due to the stroke volume correction factor on the mechanism required calibration. The stroke volume correction factor is used in determining the nominal stroke volume base line for delivery accuracy. The stroke volume correction factor is saved as calibration data in the device eeprom. During the device turn on sequence, the stroke volume calibration factor is verified and the device software uses it to compute the stroke volume needed to complete an infusion. It is expected that the device will retain the calibration value once it has been set; however, the cause for the required adjustment could not be determined. A calibrated tubing set was used for testing per the device release specifications. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.